Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type(s) were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.5/2.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to elevated iop(331mmhg) without pupil block and angle closure (assesed on (B)(6) 2022), significant reduction of irido-corneal angles, and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.